Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) would not power up. All of the lights on the iesu were completely out. The caller checked the power cord, reconnected the cabling to the iesu, power cycled the entire system several times, but the issue was not resolved. No fuses were found to be blown out. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the error logs and could not find any related problems. The surgery was completed with a backup generator. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was tested on an in-house system. The iesu did not start during power-on testing. No visual issues were found. The root cause is attributed to a defective component.